Manufacturer narrative:
Many good faith efforts were made to obtain additional information; however, there was no response. The resolution and disposition are unknown.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported the ventilator alerted to a vent check "blower overtemp" while in use on a patient. The ventilator was providing therapy to a patient at the time of the error and the ventilator was swapped. There was no additional patient or user harm reported. The remote service engineer (rse) spoke with the customer and learned this was a one time occurrence. Periodic maintenance was just completed 2 weeks ago and the inlet filter is clean. The rse reviewed suggested repair in the manual for the logged error. The cooling fan is running. The customer has run the unit while monitoring the blower temp and saw no issues. The rse advised if they can not attribute the alarm to the inlet being blocked they can replace the blower per tech discretion.